Event description:
It was reported that the pt was attacked in (B)(6) 2011 and robbed. During the attack the pt was hit on the head. The thief took the pt's amade audio processor. During the fitting of her new amade ap on (B)(6), 2011, the pt did not have access to sound. CT scan carried out but distortions of the image did not allow definite conclusions but it would appear that the blow to the pt may have damaged the demodulator cable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.